Manufacturer narrative:
The device was not returned from the user facility. Seven representative samples from the same lot were tested and met temp specification without fracture. Note: warning and cautions for electronic pneumatic devices: forceful side loading of dissection tool may cause fracture of dissection tool, which may cause injury. Report 3 of 3 is being submitted to replace and remediate all previously submitted reports: 1045834-2012-4; 1045834-2012-0004; 1045834-2012-0027, 1045834-2012-0028; 1045834-2012-0027-01, 1045834-2012-0028-01, 1045834-2012-4-03, 1045834-2012-0004-04.

Event description:
Report 1 of 3: report from the USA. The surgeon was performing an "ent" procedure. The bur broke in the pt. Two additional burs broke during the procedure. A fourth bur from a different unidentified lot number was used to complete the procedure. All pieces were retrieved. Info received indicates the surgeon side loaded the device. No medical intervention was necessary and there was no impact to the pt related to the fractured bur. Though requested, additional info was not received.